Event description:
The physician reported that when the microguide was placed into the microcatheter, two thirds parts of the guide is introduced and the union of the middle third with the proximal segment got broken. This occurred inside the microcatheter, outside the patient. The physician reported that the case was completed with another device of the same type and that there was no patient injury.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available or the device is returned, a supplemental report will follow.